Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed to indicate a self-test had failed, in relation to a radio frequency error. Customer's blood glucose was 426 mg/dl, which customer treated with the insulin pump. At the time of this report, customer's blood glucose was 264 mg/dl. During troubleshooting, customer was advised to program a bolus and the amount was recorded in the bolus history. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.